Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is failing the self test. There was no patient involvement.

Event description:
The customer reported the device is failing the daily self check. There was no patient involvement.